Manufacturer narrative:
The specimens were collected in 2ml bd vacutainers and were analyzed less than six hours from draw. The samples were tested in cbc/diff stat mode. Qc is run once a day. Qc was run before and after the event and recovered within range. A field service engineer (fse) was dispatched: the fse inspected the instrument, performed reproducibility which showed an intermittent problem and the customer was asked to run every sample in duplicate. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for hemoglobin (hgb) and platelets (plt) on the coulter ac-t 5diff al analyzer and results of 10.9g/dl and 340x10^3cells/-l were obtained, respectively. The results were reported out of the lab. The patient was redrawn 4 days later and the redrawn results recovered higher when compared to the original results: hgb - 14.9/14/8g/dl. Plt - 509/514x10^3cells/l. The patient was treated with medication for gastrointestinal disease. The customer believed original results were erroneous because redraw showed normal results too soon after patient treatment.